Event description:
It was reported the pt bumped his ipg against a door knob which resulted in pocket stimulation. An impedance check was performed and revealed no anomalies. It was also reported the pt is experiencing pain at the ipg site and will undergo a CT scan as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.